Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a prostatectomy procedure, an error occurred with each device. Another device was used to complete the case. In one device, batch # e9fk7w, the blade was broken off after the operation. There were no adverse consequences to the patient.